Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: an application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone (unknown model) with a ios operating system version 18.5. Due to the reported issue, the customer was unable to obtain glucose readings and the adc device was unusable. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An application compatibility issue was reported with the freestyle librelink application. Per the compatibility guide, use of the iphone (unknown model) with a ios operating system version 18.5 is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.